Event description:
Report of extravasation into the operative leg. Issue was discovered as the drapes were removed at the end of the surgery. Tourniquet had been placed on the leg, but had not been inflated. Area above the level of the tourniquet was edematous. Pt recovered with no problems.

Manufacturer narrative:
Pumps passed factory and wet tests before and after 6 hrs burn-in. No problem found.